Event description:
A study investigator reported that three months following lasik surgery, the patient presented with dry eyes. Power the investigator, upon examining the patient under the slit lamp, there was no evidence of eye dryness. The patient was treated with punctal plugs in the lower lids, and warm compresses. At the end of the study, the eye dryness was still ongoing. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).